Event description:
It was reported the customer experienced an elevated blood glucose (bg) level greater than 500 mg/dl with trace levels of ketone; cause was not known. Customer delivered a correction bolus via pump, administered a manual injection, healthcare provider turned off control-iq feature and set a temporary basal rate of 150% to address bg level. A pump system check was performed and confirmed pump functioned as intended at the time of event; no issues were identified with the cartridge and infusion set cannula.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.